Event description:
Dialysis treatment was initiated at 7:50am. Last hourly check the nurse performed was at 11:00am, with visual vascular access verification and effective traceability completed. At 11:04am, patient was found with significant blood loss and a disconnection between the venous line and the venous needle was found. Approximately 1.5l of blood. The patient went into cardiac arrest. The emergency physician and the entire medical team present in the treatment room immediately initiated emergency procures; immediate clamping of the lines and fistulins, simultaneous call to emergency medical services (samu), intiation of CPR, an automated external defibrillator (AED) was deployed, administration of epinephrine via the IV line, and administration of plasmodium for fluid resuscitation via the arterial fistulin, initiation of cardiac massage. Plasmion was administered for isotonic fluid resuscitation via the arterial fistula. The resuscitation was performed by the dialysis team for approximately 10 minutes, until 11:15am. When the samu team arrived and took over, performed intubation and AED shock. At 12:05pm, the intensivist declared the patient clinically deceased.